Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 01/08/2026 and 01/09/2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, approximately two days after sensor placement on the arm, the dexcom app displayed an estimated glucose value (egv) low alert. The patient immediately consumed soda and food; however, the dexcom app continued to display egv low. The patient did not have a glucometer available to confirm the reading. Feeling nervous and panicked, the patient presented to the emergency department (ER). In the ER, a fingerstick blood glucose test measured 340 mg/dl, while the dexcom app continued to display egv low. The patient was administered insulin by injection (units unknown) and remained in the ER for approximately one hour. The patient was discharged from the ER and reported feeling ¿fine¿ at the time of discharge. At the time of this report, the patient was still using the same sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.